Event description:
It was reported that during use, the device exhibited multiple unspecified alarms when halfway through treatment; the pump was not working/pumping and there were no occlusions. Troubleshooting was unsuccessful and the pump was powered off. Continuous infusion rate 2.2ml/hr; total reservoir volume 103ml; given 52ml; length of infusion 46hr. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an occlusion which triggered a high-pressure alarm as both the air detector and upstream sensor were turned off; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.